Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified brown particles, delamination, a broken shell, and a missing piece of the shell. The leak test was performed and found an opening on the posterior and delamination on the diaphragm valve. A microscopic analysis was performed which identified delamination of the diaphragm valve, delamination of the plug strap disk shell, a broken shell on the posterior side consistent with the use of a surgical tool, and a missing piece of the shell. Based on the device analysis, the final assessment is delamination of the diaphragm valve assessed as adhesive failure, delamination of the plug strap disk shell as adhesive failure, a striated edge break on the posterior side due to surgical damage, and a missing piece of the shell assessed as inconclusive.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.